Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on evaluation summary:the device evaluation was completed and failure code 570:320:844:0000, found to be due to a damaged battery condition ( 35 discharges below alarm threshold), was confirmed. Service installed new batteries and tested the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
The facility representative reported a pump with failure code 570:320:844:0000. Information was not provided whether or not the event occurred during patient use. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.